Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that motor drags, the brakes get very hot to the touch. The tech servicing the chair stated the drag is also causing the batteries not to hold the charge. The dealer also states the wheels jump. The consumer stated that the chair threw her out of the chair onto the street. The consumer also stated the joystick came off in her hand and almost caused her to run into a wall. There was no injury or medical attention reported.